Manufacturer narrative:
Additional information:the device was received for evaluation. A visual inspection was performed, and it was noted that there was no iodine present in the minicap. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no iodine inside the minicap prior to use. There was no patient involvement. No additional information is available.